Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the drive support cap was not recessed. Customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was declined troubleshooting. Customer stated that they had high blood glucose and notice that the drive support cap was indented. Customer stated that they rewound the insulin pump and primed it and it was working properly. The device will not be returned for analysis.